Event description:
Procedure type: lobectomy. According to the reporter: customer stated that during a thoracoscopic lobectomy, it was found that there were no staples in the reload after cutting the trachea. Then the surgeon sutured by hand. Surgery time was extended by more than 30 mins due to the product problem. The pt is in good condition now. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).